Manufacturer narrative:
Correction: the report subtype should have been "death report" rather than "30 day."

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient implanted with an abbott/sjm pacemaker system a week prior had deceased due to an unknown cause. No further information was provided.

Event description:
New information received indicated that the cause of death was not related to any abbott device or procedure.